Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney. On (B)(6) 1999 - the patient underwent implant of a bard flat mesh during a laparoscopic assisted vaginal hysterectomy, rax bladder neck suspension and perineal repair. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's fact sheet alleges post-op pain, infection, urinary problems and dyspareunia. However, the medical reports provided do not support the alleged claims made. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.